Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered removable stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for a distal stenosis within the common bile duct post liver transplant. The patient's anatomy was reported to be tortuous; however, it was not dilated prior to the stent placement. No visible issues were noted to the device. Prior to the procedure, during preparation, the stent was tested outside the patient and no issues were noted. The physician was able to deploy, and subsequently reconstrain, the distal tip of the device. During the procedure, the stent was advanced to the target lesion for deployment; however, the physician met resistance and the stent could not be deployed. Reportedly, "the outer "blue" sheath close to the proximal part of the stent detached from the "yellow" part of the outer sheath." An image of the device was provided and the damage to the outer sheath was confirmed. As a result of this, no portion of the stent was able to be deployed. The device was removed from the patient and another wallflex biliary fully covered removable stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered removable stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for a distal stenosis within the common bile duct post liver transplant. The patient's anatomy was reported to be tortuous; however, it was not dilated prior to the stent placement. No visible issues were noted to the device. Prior to the procedure, during preparation, the stent was tested outside the patient and no issues were noted. The physician was able to deploy, and subsequently reconstrain, the distal tip of the device. During the procedure, the stent was advanced to the target lesion for deployment; however, the physician met resistance and the stent could not be deployed. Reportedly, 'the outer 'blue' sheath close to the proximal part of the stent detached from the 'yellow' part of the outer sheath.' An image of the device was provided and the damage to the outer sheath was confirmed. As a result of this, no portion of the stent was able to be deployed. The device was removed from the patient and another wallflex biliary fully covered removable stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Visual examination of the returned device noted that the stent was fully mounted. A visual and tactile examination of the shaft of the device found no anomalies, however the distal end of the device was curved in appearance. Functionally, it was possible to retract the outer sheath and deploy the stent but some resistance was noted initially. Examination of the deployed stent found no issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The investigation results confirmed that the outer sheath was damaged; however the damage was a bend in the blue outer sheath, not a break. Therefore as the blue outer sheath was not detached, rather, was just bent, this event is no longer considered reportable.

Manufacturer narrative:
Patient is over 18 years old. (B)(4): sheath damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.